Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The lot/batch was not provided for the cs40g stapler; therefore, the manufacturing records could not be reviewed. Only the reloads used with the stapler have been returned to date. Reload a evaluation: the analysis results showed that the cr40g reload (a) was received with no apparent damaged. The reload was a received fully loaded with staples, with the washer uncut and with the knife recessed below the reload deck. All the staples were noted to be protruding. No functional test could be performed due the condition of the reload. The condition of the protruding staples consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. Please reference instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch: p57e40. Manufacture date: 07/28/2017. Expiration date: 06/28/2022. Reload b evaluation: the analysis results showed that the cr40g reload (b) was received with no apparent damage fully loaded with staples; the washer was uncut, the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test instrument and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch: r58860. Manufacture date: 04/21/2018. Expiration date: 03/21/2023. Additional information was requested and the following was obtained: can you please clarify, when the "tissue was not stapled", did the device deliver a cut line? If the device cut/fired, was the cut line complete? Device lock out.

Event description:
It was reported that during an unknown procedure, after firing, tissue was not stapled. There were no patient consequences reported.